Event description:
Per the clinic, the patient experienced inflammation, swelling, and drainage at the abutment site, and was treated with injectable steroids (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.